Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient expired of a hemorrhagic stroke. No further information was available on the patient's inr at the time of the event, anticoagulation regimen, or what led the site to suspect the stroke was device related. It was reported that the pump is not returning for evaluation.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be determined. The product was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.